Event description:
A customer observed a false positive total b-hcg patient sample result on the eci analyzer. The biased result was not reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.